Manufacturer narrative:
Three samples were returned for evaluation. One (1) ams-292-2 with lot number 1701016d was returned in its pouch. Two (2) ams-292-2 with lot number 1702012d were returned in its pouch. The reported complaint for fluid leaking at junction between tubing and drip chamber is confirmed. Visual inspection of the 3 samples at the leak location revealed that the bonding port of the drip chamber is oval in shape. A review of the lot history record for the lots listed above was conducted for this product. The qc inspection report indicates zero findings for fluid leaking at junction between tubing and drip chamber during these lots manufactured in january 2017 for lot # 1701016d and in february 2017 lot # 1702012d. All testing and inspections performed were accepted and all materials and labels are accounted for. All production and qc personnel are up to date with their training. Corrective action: as an immediate action vygon has stopped manufacturing with drip chambers from this supplier, and converted all production back to the previously qualified supplier. Training will be performed with all operators performing bonding operations. A corrective action will be issued into vygon USA quality management system to document the formal training. Vygon USA will continue to monitor this failure for future occurrences. In addition, CAPA 0515 has been opened to further investigate the leaking drip chamber issue.

Event description:
Upon spiking the bag, the nurse noticed a leak occurring at the bond between the drip chamber extension set. No harm to patient. As set was replace but a entire new drug needed to be prepared costing facility thousands of dollars.

Manufacturer narrative:
The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Upon spiking the bag, the nurse noticed a leak occurring at the bond between the drip chamber extension set. No harm to patient as set was replace but a entire new drug needed to be prepared costing facility thousands of dollars.